Event description:
It was reported that the ventilator screen went blank but vent never stopped ventilating. Reset would show up on display with an audible alarm. The patient stated he experienced a momentary loss of air as machine restarted. Happened over 10 times over 3 days. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run and all alarm testing. Internal inspection revealed contact instability at the 64 pin header (jp6 on main board, jp12 on power board). The main board and power board were replaced as a precaution.